Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the c-ring and the bisector jaws. The c-ring was observed to be intact, no visual defects were observed. The electrodes were observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel five (5) times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure ¿failure to cut¿ is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had been used to cut about ten times, but then the blade would no longer cut any tissue. Extra tension was added, but the device still would not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had been used to cut about ten times, but then the blade would no longer cut any tissue. Extra tension was added, but the device still would not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.